Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The physician has not watched the lead connection video posted on the company website. Another pacemaker was subsequently implanted.